Event description:
It was reported by a customer on (B)(6) 2011 the fiber tip detached inside of the patient at an unknown amount of joules. Also, it was reported the fiber tip was retrieved. No patient injury was reported.